Event description:
Procedure: lobectomy. According to the reporter: after 5th firing on the vessel, the black return knob did not return completely. The clamp cover stopped halfway. The surgeon tried every way, but the black return knob would not return completely and the jaws would not open. In the meantime, about 1 hour has passed. Finally, the surgeon ligated the vessel with suture and excised the tissue to remove the device. There was oozing of blood. Patient status: no problem. Operating room time was extended by more than 30 minutes. No reinforcement material used.

Manufacturer narrative:
(B)(4).